Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 45-year-old male patient, the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the electrodes and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including full functional testing and ECG stress testing with the returned multifunction cable and CPR adaptor connected without duplicating any malfunction to the device. Review of the log did see evidence of the customer report but it does not indicate a device malfunction. There are indications that the patient coupling issue was resolved and the user continued without issue for the rest of the event. Analysis of reports of this type has not identified an increase in trend.